Event description:
It was reported that the patient's stimulation had moved, from the target area which was the back and top of the head, all the way down to the low back area. X-ray confirmed significant migration of both leads. The physician suspected that the leads were pulled from their original position when the patient rubbed the fresh incision. During the revision procedure, the physician noted that both leads were wrapped all the way down to the implantable pulse generator (ipg) within the pocket. The leads were replaced and were kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7084756 UDI: (B)(4).